Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose was 600 mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.